Event description:
It was reported that the cine drive was not saving or recalling images. (Data loss). There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge board and cine drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.